Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing thresholds. Additional information obtained from the field representative indicated that lead dislodgment was confirmed via x-ray. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.